Event description:
During testing at the user facility, it was noted that the ground prong of the ac power cord was broken. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided therefore, specific pt information, device programming or , event details were not available. There were no reported adverse pt events or delays in critical therapy while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service representative performed testing and investigation at the user facility. During testing, it was noted that the ground prong of the ac power cord was broken. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the information known by the reporter upon query by hospira personnel.